Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline identified a compromise in the driveline that could have contributed to the reported pump stops and low speed events. Evaluation of the submitted log file confirmed the reported pump-stops. The submitted log file contained data spanning from (B)(6) 2021 23:34:07 through (B)(6) 2021 14:07:36. The log file captured intermittent low speed hazards including 21 pump stops on (B)(6) 2021 while the patient was supported by both the power module and batteries. The pump stops were accompanied by low speed events as low as 0 rpm, and low flow hazards were captured during these events. Power elevations were captured throughout the files, including one as high as 12.0 watts during the low speed events. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, which was confirmed through the evaluation of the returned driveline. No other atypical events were captured. The submitted x-rays of the patient¿s internal and external portions of driveline were unremarkable. Electrical continuity testing of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline was returned immobilized with a 28 fr chest tube cut in half lengthwise and tongue depressors over it. Underneath, layers of tape were observed approximately 7-12¿ from the metal connector. Tears in the silicone jacket were observed 7.5¿ and 8.5¿ from the metal connector. Upon removal of the silicone jacket, the bionate layer was unremarkable. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. An area of more severe breakdown was observed adjacent to the metal connector. Visual inspection of the wires confirmed breaches in the insulation of the red and brown wires approximately 8¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the black wire contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through the submitted log file. Similar events could have occurred if the exposed conductors of the red and brown wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 14¿ of the external portion/distal-end of the driveline was returned for evaluation. Post repair, the patient was tethered on a grounded patient cable without issue. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2018. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Only perc lead was returned. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported patient was seen in clinic today with multiple pump stops. Patient was given ungrounded cable to use in the interim. The log file analysis showed (21) pump stops, (12) low speed advisories on 30may2021, 31may2021, and 03jun2021. Speed drops were as low as 0 rpm. Driveline immobilized with 28 fr chest tube cut in half lengthwise and tongue depressors over known external damage. No alarms observed with moving driveline. The x-ray image showed the area with external driveline covering damage with finger pointing to rescue tape covering. No major deformity noted to braided shielding. The site requested for an external driveline repair for the patient. According to tech services the x-rays received were unremarkable. Additional information received on 12jun2021 states that a driveline repair was performed about 6 inches from the exit site. Perc lead replacement was performed and post repair tethered patient on grounded patient cable without issue. The perc lead was returned for evaluation.